Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday, when the patient was charging their implant, it started at 40% and took an hour and 15 minutes to get the implant charged at 60%. The patient stated that in times before they would charge every 6-8 days and their charging sessions would take anywhere from 45 minutes to an hour. The patient stated that when they got to 60% yesterday, they gave up and stopped charging. When they went to try again today they turned their external equipment on and their implant was charged to 70%. The patient stated they weren't sure how it happened. They mentioned today when they were trying to charge, they saw the recharger "not found" screen; however, during the call the patient did not see this screen and they were able to charge their implant from 80% to 90%. The patient thought that the 20 minutes it took to go from 80% to 90% was a long time. They felt stimulation more when charging, but they didn't have discomfort. Their underlying symptoms of urgency and incontinence would still occur; however, they were always getting a greater than 50% reduction in their symptoms. The patient continued describing their underlying symptoms, stating that they didn't dribble between urination but it would come on like a vengeance and sometimes they would make it to the bathroom and sometimes they wouldn't, that there was no stopping it and that they'd still have full urination in their pants once or twice a week. The patient stated they wore a pad 24/7 and stated their health care provider (hcp) was recommending the patient get a second stimulator.

Manufacturer narrative:
Concomitant medical products: product ID wr9220 , serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.